Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise causing noise reversion and premature ventricular contractions noted on electrocardiograms. The noise was reproducible with isometrics. Patient was stable and will continue to be monitored.